Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump by tandem technical support, who also provided detailed instructions for returning the damaged pump.